Event description:
Patient presemnted at six-month follow-up with the core of the charite artificial disc anterior to the endplate. Patient was taken back to o.r. For posterior stablization using two viper screws and bands. The charite disc was left in place. The surgeon is taking no additional action at this time. As surgical intervention occurred an MDR is being filed to document this event.